Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was unknown. The customer confirmed that the drive support cap is damaged. The insulin pump was returned for analysis.